Event description:
IV's disconnected during mechanical pressure injection. Two were reported to be small bore, one regular. This has occurred on several different occasions - estimated patient # to be at least 50. This has been reported for small, standard and large bores.